Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. The patient was using a Tandem t:slim X2 pump at the time of the event. On 05/28/2026 at approximately 07:00 PM, the patient reported experiencing excessive thirst, drank a glass of water, and subsequently began vomiting. The patient checked the CGM, which displayed a reading of 88 mg/dL. The patient then performed a fingerstick blood glucose (FSBG) test using an Accu-Chek meter, which displayed ¿HIGH.¿ Due to the discrepancy and symptoms, the patient went to the Emergency Department (ED) with her husband. Upon arrival at the ED, the patient's sensor and insulin pump were removed. ED blood glucose testing revealed a level of 794 mg/dL, while the CGM reading was 88 mg/dL. The patient was treated with an insulin injection; however, the dose was not recalled. Approximately one hour later, blood glucose decreased to 400 mg/dL. The patient then received an additional 10 units of insulin, and approximately 30 minutes later, blood glucose decreased to 200 mg/dL, where it remained stable. On 05/29/2026, the patient ate breakfast and received insulin for meal coverage. The patient could not recall the glucose reading at that time but stated that it was within a normal range. The patient remained hospitalized for glucose monitoring until (b)(6) 2026. Prior to discharge, a blood glucose measurement of 139 mg/dL was obtained, which the patient considered to be within her normal range. At the time of reporting, the patient stated that she was doing well and was not receiving any ongoing treatment related to the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the D zone of the Parkes Error Grid during the onset of symptoms and upon arrival at the ED. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.